Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys vitamin d total gen. 2 assay (vitd2) on a cobas 8000 e 801 module. The customer was performing a method comparison study between the vitd2 assay and the elecsys vitamin d total gen. 3 assay (vitd3) and values measured with two patient samples did not agree. Only the values from the vitd2 assay were reported outside of the laboratory. The customer did not know which values were correct. The primary tube of the first sample resulted in a vitd2 value of 114 ng/ml and a vitd3 value of 28.9 ng/ml. The secondary tube of the firs sample resulted in a vitd2 value of 109 ng/ml and a vitd3 value of 30.5 ng/ml. The second patient sample was diluted prior to measurement. The primary tube of the second sample resulted in a vitd2 value of 142 ng/ml and a vitd3 value of 18.3 ng/ml. The secondary tube of the second sample resulted in a vitd2 value of 137 ng/ml and a vitd3 value of 19.3 ng/ml. The serial number of the e 801 analyzer is (B)(4).

Manufacturer narrative:
The expiration date for vitd2 reagent lot 570755 is august 2022. The last vitd2 calibration was performed on (B)(6) 2022. The first calibrator level signals were lower than expected. Vitd2 quality control data from (B)(6) 2022 to (B)(6) 2022 was within range. Upon review of alarm trace data from (B)(6) 2022 to (B)(6) 2022, there were 28 sample short alarms and 8 sample clot detection alarms. Upon further investigation of the provided patient samples, it was determined through hplc-ms/ms testing that the sample contained biotin levels significantly above the claimed biotin threshold for the vitd2 assay. The sample from patient 1 was found to contain 216.06 ng/ml of biotin and the sample from patient 2 was found to contain 254.57 ng/ml of biotin. Per product labeling for vitd2: "highest concentration of substance tested that demonstrated no significant interference: biotin = = 123 nmol/l or = 30 ng/ml".

Manufacturer narrative:
The complained patient samples were provided for investigation and the customer's results could be reproduced.